Event description:
The pump was returned for investigation. Investigation revealed a defect to the motor drive assembly. This report is made based on results of investigation completed on 12/24/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: during investigation, the motor drive assembly was found to be defective. (B)(6).